Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A valiant navion stent graft was implanted in an unknown endovascular procedure . It was reported over four years later follow up imaging showed a stent strut pulled off the graft and caused a fabric type iiib endoleak. The patient was symptomatic so intervention was performed on the (B)(6) 24 and the navion stent graft was relined with a non mdt stent graft. Corelab reviewed the same CT imaging and confirmed the new iiib endoleak on stent graft (B)(6). New stent ring enlargement of +1.9mm on ring 6 and +2.5mm on ring 7 was also noted on (B)(6). No fracture or stent ring migration were identified. The maximum aortic diameter measured 68.9mm. The cause of the type iiib endoleak is undetermined. No additional clinical sequalae were provided and the patient is fine.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.